Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained vt due to myopotential oversensing was observed via remote transmission. Programming changes were made.